Manufacturer narrative:
Product event summary: analysis confirmed the reported event; after powering on the device, it started to perform the self test. The self test failed then and the device immediately shut down. Printed circuit board assembly found out of electrical specification. It was noted the battery contacts were visibly contaminated.

Event description:
It was reported there was a screen fault. It was also reported the screen was blank. No error message but led (light emitting diode) was flashing as if unit was pacing. The external pulse generator was returned for service. There was no patient involvement.